Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system on (B)(6) 2008. It was reported that he has stimulation, but communication with his ipg via the charging system is intermittent. In an effort to resolve this matter, a replacement charging system was shipped to the pt. The resolution status is unk at this time as f/u on the pt found that he has yet to use the replacement unit for recharging. No surgical intervention is planned at this time. This report is being submitted as a precautionary measure as similarly reported events have led to explant of the ipg.